Event description:
It was reported that a revision surgery was needed to replace a screw that backed out of a resonate plate post-operatively.

Manufacturer narrative:
The device could not be returned for evaluation. No determinations could be made as to the cause of the reported issue.